Manufacturer narrative:
Citation: dobai et al. Left bundle branch area pacing after valve-in-valve transcatheter aortic valve implantation and percutaneous ventricular septal defect closure: a case report. Heartrhythm case rep. 2025 nov 10;12(2):226¿231. Doi: 10.1016/j.hrcr.2025.11.003. Earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding a 75-year-old female patient with structural valve deterioration of a non-medtronic bioprosthetic valve implanted nine years prior. Subsequently, she underwent a valve-in-valve transcatheter aortic valve implantation (viv-tavi) with purposeful fracturing of the deteriorated valve and successful placement of a medtronic 23-mm evolut pro bioprosthetic transcatheter valve. At one day post-procedure the patient developed sinus tachycardia with stable hemodynamics. However, a transesophageal echocardiography revealed a ventricular septal rupture (vsr) at the level of the fractured valve frame, which was treated with percutaneous intervention with implant a non-medtronic vsr closure device. One day later, the patient experienced dizziness and a syncopal episode. Electrocardiography showed intermittent complete heart block (chb) which required an additional intervention to implant a non-medtronic dual-chamber pacemaker. Following pacemaker implant procedure, an echocardiography and chest radiography confirmed no complications. The patient was transferred to cardiac rehabilitation in good condition. At a three follow-up, the patient was noted as stable and asymptomatic. No further information was provided pertaining to medtronic products.